Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a or e code error alarm. The blood glucose levels of the customer was unknown. Customer also stated that alarm did not work correctly. Customer stated that insulin pump received the unexplained no delivery alarms. Customer stated hairline fracture on the insulin pump and they had to change batteries more frequently in less than on week also insulin pump rejected new battery. The insulin pump will not be returned for analysis.